Event description:
Recently (date not given), while wearing the sound processor, the patient reportedly was not able to obtain link with the device. In 2004, the patient seen for device evaluation. Testing performed confirmed that the patient's c1 device was no longer functioning.